Event description:
It was reported that the atrial lead had pulled back into the pocket and the threshold was high/unstable/unmeasurable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the outer insulation was breached (clavicle-rib crush). Blood/body fluid was present on the proximal conductor (not obstructed) and on the helix/lobe mechanism. The outer insulation had a cosmetic depression.